Event description:
It was reported that a pt with no known allergies experienced swelling of the upper lip and irritation of the gingival tissue in the upper maxillary ridge after placement of a crown using integrity and tempbond cement. The pt was administered benadryl and given a custom mouthwash containing benadryl, lidocaine, and other pain-killing ingredients to treat the symptoms.